Manufacturer narrative:
On june 18, 2021, mentor received clarification that left device lot number is 6758487. This was the ruptured implant and it was sent to mentor. The right implant is not available since it was discarded. The lot numbers were reversed. Hence, this medwatch report is for the patient¿s right-sided device. Field h6 for type of investigation has been updated to "device discarded" on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 4, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast implant rupture, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 325cc mentor memorygel breast implant on both sides and experienced left side breast implant rupture, and bilateral capsular contracture; baker grade unknown. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502754bc; serial number (B)(4) on the right side, and with catalog 3502754bc; serial number (B)(4) on the left side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.